Event description:
It was reported that the customer had an extreme low that resulted in him passing out and required the paramedics to revive him on memorial day. It was stated that the insulin pump was not the factor but states not having use of the blood glucose monitor definitely did not help. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.